Event description:
Caller reported that the cartridge was not fitting properly on the pump because the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to remove the case from the pump, clean the pneumatic tap area, and remove the o-ring that was found on the pneumatic tap. After inspecting the cartridge, technical support assisted the caller in filling a new cartridge and completing the load process by following on-screen instructions, which allowed the caller to successfully resume insulin delivery.